Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure the right-ventricular (rv) lead exhibited low pacing impedance. As a resolution the rv was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.